Event description:
It was reported the patient received the following results within 15 minutes: 502 mg/dl (patient's meter), "hi" mg/dl (greater than 600 mg/dl; patient's meter), and 161 mg/dl (nurse's meter).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.